Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose was 52 and 92 mg/dl within 10 minutes, with a difference of 35 mg/dl. Pt did not experience any adverse events. No further info has been reported.